Manufacturer narrative:
No device or photos were received; therefore the condition of the component is unknown. Device history records cannot be reviewed since the part and lot numbers are unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Product history search cannot be completed since the part and lot numbers are unknown. Relevant medical history and adherence to the rehabilitation protocol are unknown. The implant was in the patient for 0.1 years, per the article. A definite root cause cannot be determined with the information provided.

Event description:
It is reported a patient was revised due to periprosthetic fracture.